Event description:
I had mcghan saline filled breast implants and have had nothing but pain and problems with them since they were put in me. I have constant breast pain in both breast sharp shooting stabbing pains that never go away. These implants should not have been able to implanted into someone's body causing all this pain and suffering daily.